Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with the complaint and completed the failure analysis investigation. The instrument was analyzed and found to have a broken snake wrist cable at the distal end. Additionally, the instrument failing the cut test based on log review. The instrument blade was extended by articulating the input. Visual inspection found no damage to the blade or blade cable. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) had a cable break while being used to cut tissue. No pieces were left in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was visually inspected prior to use with no obvious defects. The instrument was being used to incise tissue after sealing. There was an issue with the opening of the jaws because the blade was not retracting. One cable was visually broken on the distal end of the instrument. The color of the cable was grey. No signs of thermal damage. No fragments were reported. No pictures are available. The surgeon was able to open jaws after struggling with hand controls and prying jaws open with another instrument. There were no noticeable adverse effects on the tissue. There was no unexpected tissue removal. The tissue affected was on the cuff of the uterus in a non-vascular location. There was no blood loss due to instrument failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Advanced technical review (results): a review of the logs for the vse associated with this event has been performed by an isi afa. The following additional information was provided: logs show that the vse lot # k18230914-0263 was used first. Dsp logs show it was installed 2x and passed homing 2x. Qty 37 cut complete and qty 2 cut failed events were recorded. Qty 8 jaw angle open errors (vs jaws are too far open to allow cutting (aka smartcut) due to the likelihood of a blade exposure) and qty 1 each of blade dwell recovery, blade jammed and blade recovery errors were recorded, indicating that the vse blade got jammed during the procedure. There was one blade jammed error recorded in msc logs as well, for the same timestamp as that in the dsp logs, indicating that it was this instrument that experienced the blade jammed failure. E100 logs show qty 1 coag and qty 83 seal events with no errors. The instrument was used for about 24 minutes. The second instrument vse lot # k18230914-0270 was installed 1x and passed homing 1x. Qty 15 cut complete and qty 5 jaw angle open (vs jaws are too far open to allow cutting (aka smartcut) due to the likelihood of a blade exposure) events were recorded. E100 logs show qty 34 seal events with no errors. The instrument was used for 6 minutes. Logs do not explain why the cable broke while attempting to cut tissue.